Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, one patient who underwent an internal fixation surgery on an unspecified date to treat a radius fracture with a d-rad single use kit plating system experienced the thumb extensor tendon (epl) rupture. It is unknown if this incident occurred intraoperatively or postoperatively, as well as any measures taken to resolve the complication. The patient achieved radiographic union of the fracture two (2) months postoperatively. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The data was collected from the post-market clinical follow up activity (pmcf) was anonymous, no further information will be provided. Consequently, without the requested clinical information, a thorough clinical assessment cannot be performed at this time. The impact to the patient beyond the report of achieving radiographic union of the fracture two months post-operatively cannot be confirmed nor concluded based on the limited information provided. Therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for d-rad smart pack¿ system provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00124172-1

Event description:
It was reported that, one patient who underwent an internal fixation surgery on an unspecified date to treat a radius fracture with a d-rad single use kit plating system experienced the thumb extensor tendon (epl) rupture at two (2) months postoperatively. The patient was initially placed on operating list, but decided to manage it non-operatively. The patient has got back to work and has not been seen back in clinic with any issues. The patient achieved radiographic union of the fracture two (2) months postoperatively. No further information is available.

Manufacturer narrative:
Corrected data: b5 (narrative), g2 (source: pmcf conducted in the UK), h6 (health effect - impact code). H11: additional information has been received from the site conducting this pmcf.

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, health effect - impact code). Updated results for investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, this patient achieved radiographic union of the reported fracture two (2) months postoperatively. However, it was further noted, the patient¿s thumb extensor tendon rupture at two (2) months postoperatively. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor could it be concluded that there was a malperformance of the s+n components. Should any additional relevant medical information be provided, this case would be re-assessed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 16 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for d-rad smart pack¿ system provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.